Event description:
Us MDR - one day after implant, impedance values of the two leads >2500 ohm were reported. During the revision, the intraoperative measurement values were normal. The two leads were reconnected. The pacemaker showed correct functioning. The physician nevertheless decided to exchange the pacemaker. It was explanted and returned to biotronik for analysis. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
After it was received, the pacemaker underwent a status interrogation, and the memory content was analyzed. Matching the clinical observation, the analysis of the memory content confirmed several resets on (B)(6) 2016. Otherwise the analysis of the memory content showed proper device behavior. The battery was fully charged. In a next step, the pacemaker was visually inspected, and the connection system was examined. The screws and the spring elements of the lead connections were ok. Leads inserted in a test could be contacted with easy passage, low ohm values, and reliably. The drill hole dimensions were all within the dimensions defined by the is-1 standard. The pacemaker's capability to provide therapy was checked. The antibradycardic connection system matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed behavior according to specifications in regard to its device functions. In addition, an impedance measurement test was performed, during which the lead impedance values were measured on various load resistances. No anomalies were found. The device showed no limitations of the measurement function. In summary, the device was normal during the analysis and within specifications both in regard to the connection system and the electronics. There was no material defect or manufacturing error.